Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused kidney cancer. The patient alleges that the device has a strange odor. The patient did report to receive medical intervention and had surgery to remove the kidney. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.